Manufacturer narrative:
(B)(4) patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-op visit after an orthopedic case, the patient's wound reported to have necrotic tissue. No other details available.

Manufacturer narrative:
(B)(4)

Event description:
During a post-op visit after an orthopedic case, the patient&#38112;wound reported to have necrotic tissue. No other details available. Additional patient demographic information obtained.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-op visit after an orthopedic case, the patient¿s wound reported to have necrotic tissue. No other details available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.